Event description:
A talent captiva stent graft system was implanted in a patient for endovascular treatment of a 6.3 cm in diameter and 20.7 cm in length fusiform thoracic aorta aneurysm in zone 3 and 4. Vessel morphology was reported as there was moderate tortuosity in the iliac arteries and mild tortuosity in the aorta, mild calcification and mural thrombus present in the aneurysm neck. It was reported that the one month follow up the aneurysm measured 6.1 cm in diameter and 14.8 cm in length. At the one year follow up the aneurysm has changed to 7.1 cm in diameter and 11.6 cm in length. It appears that the diameter of the aneurysm has increased by 1 cm in diameter and the length has shorted by 3.2 cm. There has been no intervention. There were no endoleaks reported. The patient will continue to be monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (aneurysm expansion), (no further information available). Conclusion: (no further information available).